Event description:
Literature was reviewed regarding the use of non-medtronic vascular closure devices after transcatheter aortic valve implantation (tavi) in korean patients. The study population included 551 patients who were predominantly female with a mean age of 82 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included evolut r (n=193) or evolut pro (n=143) bioprosthetic valves implanted via delivery catheter system (dcs). Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations associated with a prosthetic valve included: moderate to severe paravalvular leak (pvl), myocardial infarction (mi), stroke, major bleeding, and arrhythmia requiring permanent pacemaker implant. Among all patients, clinical observations that may have occurred during use of a dcs included: access-site vascular complication, bleeding, occlusion, dissection, and intervention to treat. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: yangyoun lee et al. Application of single versus double-proglide devices for vascular access closure after transfemoral transcatheter aortic valve implantation in korean patients. J of int card. 2025, article 3396428. Doi: 10.1155/joic/3396428. E-published: 28 december 2025. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.